Event description:
On 04/11/2024, it was reported by an arthrex employee via email that two ar-1927bcf-45 biocomposite-corkscrew ft anchors broke during insertion. All the broken fragments were removed successfully. The case was completed using another ar-1927bcf-45 biocomposite-corkscrew ft. This was discovered during an rcr procedure on (B)(6) 2024. The case was delayed about ten minutes without additional anesthesia. The patient suffered no negative effects.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed based on the damage observed on the returned device. One unpackaged ar-1927bcf-45 biocomposite-corkscrew ft was received for investigation. The anchor was not received with the returned device. Visual evaluation noted slight damage and scratches on the distal end of the shaft of the device. Functional testing was unable to be performed due to the missing component. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or improper bone preparation. Refer to investigation photos.